Event description:
It was reported that during a stenting procedure, dislodgement and migration occurred. The physician had placed a non bsc stent in the superficial femoral artery. He then attempted to reach the profunda artery by crossing the first placed stent with the 5.0x15x150cm express biliary sd monorail premounted stent system. The express biliary sd became caught on the first placed stent and sheared off the balloon. The physician was able to snare the device on multiple attempts; however, he was unable to get it through the sheath. The device migrated to the peroneal artery and the physician decided to leave it there as there was mild stenosis in the vessel. The procedure was completed with balloon angioplasty. There were no additional patient complications reported and the patient's condition is reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.